Event description:
Information was received from a manufacturer representative (rep) and a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient stated that the system shocked them constantly (shocking sensation coming from the ipg), and had since placement in 21'. They stated that the shocking was too painful when they tried to charge the device, and it had been progressively getting worse. They had tried to troubleshoot with putting a piece of material between their skin and the recharger, but that had not helped. They had now had the device turned off for two months. They were willing to see if another charging device would help. The rep stated they will see the patient on tuesday (B)(6) 2023 and was requesting a replacement recharger overnight so they can help the patient set it up on tuesday and get the old one back. The rep will call back with the serial number of the recharger that will be sent back. The issue was ongoing.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the healthcare provider (hcp) was reprogramming pt in clinic today (B)(6) 2023 and when trying to increase intensity, hcp saw out of regulation message at low ma level. Technical services reviewed this could be due to high impedances. Caller unsure of which electrodes are affected by high impedances. Pt did have a fall prior to clinic visit but timing is unknown. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the out of regulation message was not determined. There was no impedance issue when it was run and the patient denies any falls. After switching the recharger yesterday in clinic, it seems to have taken care of the uncomfortable recharging and the patient reported that even the stim for therapy does not feel like it once did. The issue was resolved in clinic yesterday (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.